Event description:
The facility representative reported an infusion pump with a bad battery. Information was not provided regarding whether or not the failure occurred durind a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue was confirmed during service. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.